Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reported patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: physician name.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 5fr sheath after a procedure to treat cerebrovascular moya-moya disease. Reportedly, after hemostasis was achieved, there was a bluish discoloration to the patient's right leg. An occlusion was suspected and a computed tomography (CT) scan was taken. An occlusion was observed in the puncture site to the common iliac artery, a thrombus was suspected. A cut down was performed and the sutures were removed. Next, a fogarty device was used to remove the clot, however, the clot could not be found and removed. The occlusion could be due to the kink of the vessel caused by the use of the proglide device [back wall stitch]. A surgical procedure was performed to close the access site and achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a procedure to treat cerebrovascular moya-moya disease. Reportedly, the sutures of the proglide device ¿tied the vessel¿ the sutures were surgically removed. There was no reported clinically significant delay in the entire procedure. No additional information was provided.